Event description:
Consumer reports erratic readings on their plink meter when testing within minutes. Analysis run on clark error grid using mean avg. Reading (193) as ref. Points vs. Bd readings (90, 159, 329) yielded some data points in the "c" range of the grid, outside acceptable limits.